Event description:
Medwatch received uf/importer report (B)(4) involving suspected mayfield skull clamp pins dislodged and caused a laceration. On (B)(6) 2010, the pt's head was affixed in a three point mayfield "headholder". As the surgeon was attempting to tighten the frame, the pins became dislodged which resulted in approx a three inch laceration on the right side of the pt's head. Staples were laced at the laceration site and there was no additional injury noted. The mayfield equipment was replaced during the case and reapplied with no further complications. The reporting facility is attempting to obtain equipment identifying info. This event did not involve an electrophysiology procedure or an attempted electrophysiology procedure. Further info regarding confirmation of the unit and lot number has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.